Manufacturer narrative:
Continuation of medical devices: dvfb1d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high sensing integrity counter (sic), noise, and non-sustained ventricular tachycardia due to a lead fracture. Patient was brought to the lab and a lead revision was done. During recovery, a chest x-ray showed an additional rv lead had pulled back and there was noise on multiple electrograms. It was noted that the physician thought this was due to a set screw issue and the patient was brought back to the lab for a lead revision procedure. During the revision procedure, telemetry to the implantable cardioverter defibrillator (ICD) would cut in and out intermittently. Therapies on the device were programmed off, but telemetry cut out again, and the programming changes were not transmitted to the device. The patient received an inappropriate shock when cautery was used during the procedure. The programmer is expected to be returned. The device was explanted and replaced. The fractured rv lead was capped and replaced. The additional rv lead remains in use. No further patient complications have been reported.